Event description:
It was reported during a gastric procedure that the tissue pad fell out. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.